Event description:
It was reported that one cadd cassette used for i.v. Remodulin infusion, alarmed steady beeping then -no disposable- alarm was displayed on both pump even after troubleshooting. No patient injury was reported.

Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.